Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The right ventricular (rv) lead was found to be fractured and was surgically abandoned and successfully replaced. This device remains in service. There were no adverse patient effects have been reported.